Event description:
It was reported that the patient was experiencing constant, moderate to severe pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated to a lower site. The patient was doing well postoperatively. Nothing was explanted or added during the procedure.

Manufacturer narrative:
Exact date unknown, event occurred two months ago.